Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for follow-up. Upon interrogation, pacemaker mediated tachycardia was noted. No patient symptoms were reported. The device was reprogrammed. The patient would continue to be monitored.